Event description:
It was reported that (1) 512b (from kit fdc32) device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the gasket tore and leaked co2. Replaced it with a second 512b to complete the case. There was no consequence to the pt.